Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a female patient who underwent an unknown breast surgery with a mentor tissue expander ce low height te 250cc, saline prosthesis, experienced valve failure on an unknown side post procedure. The report indicates that mentor expander was implanted and initially filled with 100 ml of solution. Post operation the surgeon tried to fill the expander twice via the valve, which did not work. The solution could not be withdrawn out of the prosthesis either. No further information was provided regarding this case. Should more information become available, this case will be re-assessed and notes will be updated.